Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on 23oct2020 states that the consumer stored the lenses in glass cleaner instead of lens cleaner that led to irritation. No further information is available.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional via email on 16/oct/2020 and stated that the patient has been using this brand for two years, on (B)(6) 2020 the consumer tried 2 lenses and she experienced an ulcer in both eyes. She visited an ophthalmologist on an unknown date and was undergoing treatment. Consumer was placed with a patch on one eye and drops were treated in both eye. Symptom were continuing. Additional info has been requested but not yet available.